Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was located directly where the adhesive patch made contact with the skin and was described as an itchy, red rash. Affected area was treated with mometasone furoate, prescribed approximately three years prior to the event for pre-existing eczema. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.